Event description:
Fill volume: unknown. Flow rate: 5ml/hr. Procedure: unknown. This is report 1 of 2 please reference: {2026095-2014-00123 (B)(6)}. It was reported that two easypump c-bloc ra's were emptying faster than anticipated when delivering anesthetic infusions to post-operative patients. The easypump c-bloc ra 400-5 ra was tested and it was found to be infusing at 7ml/hr instead of 5ml/hr. Add'l info was requested, but is not available at this time.

Manufacturer narrative:
Method: the device was reported not to be returning for an analysis. A review of the device history record (DHR) was conducted for the lot number reported. Results: there were no reworks, special conditions, or related nonconformance reports (ncrs) for this lot. The lot met the process specifications, including the quality control acceptance criteria prior to release. As a device was not available for an evaluation, no methods were performed therefore; results cannot be obtained. Conclusions: we are still investigating this incident at this time; add'l info has been requested from the reporter. Once the investigation has been concluded, I-flow will submit a f/u report. Info from this incident has been included in our product complaint and MDR trend reporting systems. Trend info is used to identify the need for add'l investigations. See scanned pages.